Event description:
It was reported to philips that the system's flexvision monitor was intermittently shutting off, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a general surgery procedure. Since the issue was intermittent, they continued using the same equipment, once the dvi cable made contact with the monitor, they continued using the same system and schedule was not delayed. The philips remote service engineer (rse) analysed the system remotely and confirmed that the flexvision monitor shutting off. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the dvi, 1 cable on the 58-inch monitor, was found to be loose. To resolve the issue, the fse re-attached the dvi cable to the monitor. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.